Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 roller pump was unresponsive to touch. This issue was discovered by a sorin group field service representative during preventative maintenance, so there was no patient involvement. The service representative replaced the led touch screen and performed a functional verification test without issue. The device was returned the device to service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump was unresponsive to touch. This issue was discovered by a sorin group field service representative during preventative maintenance, so there was no patient involvement.